Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two peripheral (off-label) leads with the same lot number. It was reported the patient experienced shocking sensations through the pns leads. Diagnostics indicated two invalid contacts. It was also reported the shocking sensations were felt when the sjm representative switched electrode configurations and when one of the stimulation programs was exited. The patient was advised to turn off stimulation. Follow-up identified the patient will undergo surgical intervention to address the issue.